Event description:
It was reported that during a low anterior resection, the firing handle was too hard to fire. The surgeon overstitched to close the tissue. Case was completed with no patient consequence. Device was discarded.